Event description:
It was reported that a small battery drive would not work. It had no power and would not run. The malfunction did occur during surgery and that there was no significant delay or adverse effect to the patient. New batteries were used on the complained drill without success. A replacement part was located and utilized. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not available as device is older than 13 years. According to se 075477 the documents for instruments have to be stored for 10 years. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-05162. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.